Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On14-may-2024, it was reported that three infusion set was fell off during use. No further information available